Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
But later on it feel like the adhesive seems to overflow [accidental device ingestion]. Get stuck in the throat, [foreign body in throat]. Feel discomfort like there is a foreign body [discomfort]. And want to cough [cough]. They always apply the size of three mung beans, [wrong technique in device usage process]. Sometimes I use it more than once a day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive, flavor free) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident denture adhesive, flavor free and polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive, flavor free and polident denture adhesive cream fresh mint, the patient experienced accidental device ingestion (serious criteria haleon medically significant), foreign body in throat (serious criteria haleon medically significant), discomfort, cough, wrong technique in device usage process, device used for unapproved schedule and product complaint. The action taken with polident denture adhesive, flavor free was unknown. The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the accidental device ingestion, foreign body in throat, discomfort, cough, wrong technique in device usage process, device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, foreign body in throat, discomfort, cough, wrong technique in device usage process and device used for unapproved schedule to be related to polident denture adhesive, flavor free and polident denture adhesive cream fresh mint. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (phone) on (B)(6)2023. Reporter stated that "are there different types of polident denture adhesive? My family member have used the original and flavored ones, but they seem to prefer normal, flavor free adhesives. My family has no problem putting it on with adhesive, but later on it feels like the adhesive seems to overflow and get stuck in the throat, that is, feel discomfort like there is a foreign body, and want to cough. Want to confirm that this is normal? This seems to be the case when using polident denture adhesive flavour free 70g and polident denture adhesive fresh mint 60g. Will there be side effects or adverse reactions if the adhesive is swallowed? When my family uses polident adhesive, they always apply the size of three mung beans, and put it on directly without spreading it. I would like to ask if the adhesive needs to be spread out before putting it on? Could it be the body temperature caused the adhesive to melt and flow down the throat? Apply it in the morning, and it will fall off at night. Polident denture adhesive is recommended to be used once a day, but sometimes the dentures will shake at night, so it becomes sometimes used more than once a day. Is it because that the adhesive becomes not sticky, the adhesive will come out and fall off." Follow up information was received on 24may2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Initial and follow up were processed together.